Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H6) based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen this failure when the force required to advance and maneuver is greater than the force that the working length can accommodate. When these forces are applied to the side of the outer jacket, the device becomes kinked. Broken fibers in the area redirect the laser energy, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, damage was noted on the outer sheath; therefore, a spectranetics 16f glidelight laser sheath was utilized but was also damaged. Use of the glidelight was discontinued, and another 16f glidelight was used to remove the leads. The procedure was completed with no reported patient harm. The glidelight device was returned for evaluation. Visual inspection found kinks in the working length. At the area of the kinks, there was melting and breaches of the outer jacket, with exposed and broken fibers present. This event is being reported for unintended radiation exposure, potential for harm.